Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-05691. It was reported that the patient's device had driveline communication fault alarms on (B)(6) 2020 at 12:39:38. The modular cable and system controller were exchanged per the recommendation of technical services.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the internal driveline wires. Although the damage did not appear to have resulted in a functional issue, it would have contributed to the driveline communication fault alarms captured in the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 14¿ from the pump header. The distal portion of the pump cable was returned in one segment measuring approximately 11¿. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection of the 14¿ pump cable segment revealed a green suture piercing through the dacron velour covering, approximately 10.5¿ from the pump header. Upon removal of the dacron coating, it was observed that the suture had also pierced through the silicone jacket. Closer inspection of the jacket material surrounding the suture revealed additional small holes, suggesting that a second suture may have been present, but was likely pulled out during the pump cleaning process. Electrical continuity testing was initially performed on the 14¿ pump cable segment, which revealed no shorts in any of the wires. Upon removal of the silicone jacket, it was observed that the suture had pierced through the armor layer and bionate cover. Two, additional small holes were also observed in the bionate cover, further suggesting the presence of a second suture. Following the careful removal of these layers, breaches in the insulation of the yellow (com b) and green (com a) wires as well as the blue ground (gnd) wire were observed approximately 10.5¿ from the pump header. Additionally, a hard, crystalized, gray material appeared to have formed within the breached insulation of the yellow and green wires. Visual inspection of the remaining red, brown, and black wires revealed no obvious signs of breaches or damage to the insulation of the wires. Insulation resistance testing was performed on the dissected 14¿ pump cable which confirmed electrical shorting of the yellow, green, and blue wires at the location of the breached insulations. During additional testing, the pump was operated while shorting the damaged wires through a saline solution. This test reproduced the com b faults that caused the alarms observed in the submitted log files. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14aug2018. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿creating the driveline exit site¿), instructs the user to make sure the pump cable is clear of surgical elements that could cause wear. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ongoing driveline communication fault alarm which did not resolve with modular cable exchanges. The patient was upgraded on the heart transplant list and received a heart on (B)(6) 2020.